Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Information contained in this report was previously submitted through [asr/psr/410psr] on 01/21/2016. Reason for reoperation: capsular contracture baker grade iii, raynaud's phenomenon.

Event description:
Patient reported left breast feels ¿firm and looks abnormal due to capsular contracture.¿ this is considered baker grade iii. Patient additionally reported ¿raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress).¿ this is not a side specific event. No indication treatment or surgical reoperation has occurred. Device remains implanted. This record is for the left side.

Event description:
Device has been explanted.